Manufacturer narrative:
(B)(4). Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(4), and the reported multi-system organ failure and patient outcome could not be conclusively determined through this evaluation. The device was not explanted for evaluation. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 (hm3) left ventricular assist system (lvas) instructions for use (IFU) rev. G is currently available. Multiple organ dysfunctions/failures and death are listed as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away due to multi system organ failure on (B)(6) 2022. The device functioned as expected but the patient suffered multi organ failure after implantation. The outcome was not considered device or therapy related. No autopsy was performed, the device was not explanted.